Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device motor was seized, jammed, heavy moving and motor faulty. It was further determined that the device failed pretest for functional test. It was noted in the service order that the device was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.